Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial #: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 31-mar-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual. It was reported that the patient's right side system (the ins and extension) were removed due to infection. The procedure date was on (B)(6) 2017. No further complications were reported or anticipated with this event.